Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction, angina and restenosis requiring intervention. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 99% stenosed, 4.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with retrosternal chest pain and shortness of breath. The patient was hospitalized the same day. Electrocardiogram revealed nonspecific st abnormality. Echocardiogram revealed nonmyxomatous mildly thickened and calcified mitral leaflets and central jet or mild mitral regurgitation. The patient underwent two vessel coronary bypass graft (CABG) with left internal mammary artery (lima) to lad and saphenous vein grafts (svgs) to obtuse marginal (om1). The patient was considered recovering /resolving.

Event description:
It was further reported that at the time of the event in (B)(6) 2012, the patient experienced a non q-wave myocardial infarction.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2012, electrocardiogram (ECG) revealed atrial fibrillation with rapid ventricular response and was treated medically. Cardiac enzymes were elevated consistent with protocol definition of myocardial infarction. At the time of the event, the subject was on aspirin and open label prasugrel. Post-operatively, the patient had an episode of atrial fibrillation which was treated medically. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).